Event description:
Reportable based on device analysis completed on 13feb2024. It was reported that an imaging issue occurred. The target lesion was located in a tortuous, calcified and occluded left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was noted that the catheter could not show the image. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed that the imaging core was coiled and the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the sheath was kinked. Visual and microscopic inspection revealed that the imaging core was coiled and imaging window was detached. Electrical failures were noticed in the impedance analysis. Partial/complete imaging window detachment are prone to occur in the lapjoint section due to the difference in rigidity between the imaging window and the sheath section. Due to this, the bending forces in this section are not evenly distributed and are mainly focused over the least rigid material (imaging window). These kinds of detachment are related to design characteristics of the device. The bend in the sheath can occur in the procedure during the advancement maneuvers, since in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the sheath could bend and consequently collapse into a bent. All compiled information on this investigation determines that the most probable cause is cause traced to device design.